Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer blood glucose level was 470 mg/dl at the time of incident. The customer was treated with insulin pump. The customer stated that the 70 mg/dl to 250 mg/dl normal blood glucose range. The device will not be returned for analysis.

Manufacturer narrative:
Additional information added.

Event description:
Contacted the customer and she stated that she was not using the auto mode feature at the time of the event.